Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 had a balloon that wasn't insufflating and when trying to put air in balloon it popped. They didn't have an accessory kit so had to open a new kit. No patient issues and the only delay was to open another kit.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000431271 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.